Event description:
It was reported that the patient went to a consult with the physician as he was dissatisfied with the outcome of the inflatable penile prosthesis (ipp) procedure. The patient alleged that during postoperative care, there was significant bleeding in the scrotum which required two interventions to solve the experience. During these procedures, the pump had been repositioned at the base of the penis. The patient noted the current position of the pump caused discomfort and difficulty when handling the ipp. The patient also indicated there was an asymmetry with the device as the right cylinder would not inflate and the left cylinder caused pain whenever inflation was achieved. The pain was attributed to the distal end of the cylinder sitting at the base of the glans which put pressure on the skin and had a risk for extrusion of the device. Magnetic resonance imaging (MRI) was performed, noting the right cylinder was folded inside the corpora cavernosa, explaining the lack of inflation. Additionally, the MRI noted a small collection of liquids along the path of the reservoir tubing and frontal inguinal hernias with protruding fatty tissue. A revision surgery was requested to address the experiences; however, it has not been scheduled. There were no further patient complications.